Manufacturer narrative:
Product event summary: analysis found that the main board needed to be updated, the device was received in good cosmetic/mechanical condition, the self-test failed and the battery received with the device had low voltage. A new main board was placed and calibrated. The device passed all tests and was cleaned. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the device was defective and a general check-up was requested. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.